Event description:
It was reported that during a gastric band procedure, a leak test was performed and revealed a leak in the balloon near the tab. The case was completed without any pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.